Event description:
Patient was in for hand-assisted laparoscopic resection of distal small bowel and stenotic ileocolic anastomosis. Ligasure worked at beginning of the case and stopped after several minutes. A new machine was brought into the room and the same handpiece was plugged into the new machine. The new machine did not work so a new handpiece was retrieved and plugged into machine; this worked without incident. No harm caused to patient.